Event description:
During a colon resection procedure, the device was difficult to close, and the doctor was uanable to completely execute the firing stroke. Bleeding occurred, but no transfusion was needed.